Event description:
This is the third time this issue occurred with alcon dailies total multifocal contacts over the past year. Specifically, when opening the blister pack (lot # n1161667), exp 07/2022, 2 contacts are stuck together for my right eye. I did not know this until I put them on my eye and could not see. Upon removing them, it was apparent that the contacts were doubled up and separated from each other fairly easily. I reported the first and 3rd occurrence (today was the 3rd time) to alcon. I did not report the second occurrence. They asked me to provide them with the receipt from my purchase and my original prescription from my optometrist in order to get the box replaced. They took down the lot info as well. What was disturbing about how they train their customer service staff, was that she asked me where I purchased my contacts from (I responded, "(B)(6)"). She advised me to stop buying from them because "you can't be sure how the contacts are stored." I advised her that I work in a regulatory role as a professional, and that this is clearly a mfg issue, not a storage issue. It is alarming that the alcon staff are trained in this way, and seem to be failing to take responsibility for their mfg defects. Since this has occurred on 3 separate occasions over the past year, I am confident that this is a pattern, and I am not the only consumer affected, although I don't know how many people actually report the problem. FDA safety report ID# (B)(4).